Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 472 mg/dl at the time of the incident. Troubleshooting was performed and customer was advised that the pump was working as designed. Customer attempted to treat with the pump. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer resolved the issue by reconnecting the infusion set to the reservoir.